Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump and causing it to shut down. The shutdown led to the customer's blood glucose level exceeding 500 mg/dl, though the specific value was unknown and displayed as "high." The customer administered a correction injection via multiple daily injections (mdi) to address the high blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.

Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump and causing it to shut down. The shutdown led to the customer's blood glucose level exceeding 500 mg/dl, though the specific value was unknown and displayed as "high." The customer administered a correction injection via multiple daily injections (mdi) to address the high blood glucose level. Technical support arranged to send a replacement pump with updated software, advised on steps for using the new pump, and instructed the customer to return the damaged pump using a pre-paid label.